Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had intermittent muscle "twinges" in the left side from extracardiac stimulation from the left ventricular (lv) lead. The lv lead pacing output was reprogrammed and the lv lead remains in use. It was noted that the patient is part of the system longevity clinical study. No patient complications have been reported as a result of this event.